Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, proximal left anterior descending (lad) artery the 2.75 x 18 mm vision stent delivery system (sds) was being advanced in the guide catheter when the stent implant strut became damaged. It was noted that resistance was met during separate removal of the sds from the guide catheter in the anatomy. A different device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported material deformation/stent damage was confirmed. The difficult to position and difficult to remove the device with the guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.